Manufacturer narrative:
The device was evaluation. Section d9 was updated with the date the device was returned for analysis. The reported failure mode was reproduced during testing and the complaint was confirmed. The root cause of the ¿system self check error¿ was determined to be power and battery manager (pbm) corrosion due to leakage of the electrolyte from the battery failure alarm super caps. Before returning the console to the customer, the pbm was replaced and a full functional check was performed.

Event description:
It was reported that during support of a patient an automated impella controller failed to boot up. No patient harm was reported.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.